Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, customer alleged that the pump did not function as intended, and alleged potential for pump to deliver more insulin than intended. Customer's blood glucose was 217 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.